Manufacturer narrative:
UDI ¿ (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. An assessment was performed and it was observed that the oscillating head was detached from the handpiece device. It was determined that the assignable root cause was due to be improper construction and design. This issue has been captured in a CAPA. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the oscillating head of the battery oscillator device was detached from the handpiece. It was further determined that the device failed pretest for general condition, check for correct clamping nut, check saw blade coupling, and check saw head ratchet. It was noted in the service order that the saw attachment was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred on the 7th day of an unknown month in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.